Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements greater than 200 ohms and out of range pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service. The facility reported the clinical observations were suspected to be the result of lead damage due to subclavian crush; however, this was not confirmed. No additional adverse patient effects were reported.